Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Failure analysis investigation also found the following additional damages to the instrument: one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but movement may not be precise. The cable derailment was likely due to cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and the distal pulleys may have contributed to the derailment. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the indentations were likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable and/or the tube abrasions, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prograsp forceps instrument felt unintuitive during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure and was reinspected, it was noted to that one of the small cables was damaged. The instrument was replaced with a backup instrument. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.